Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient indicating that the ins battery was turned up and patient was added 1 tablet of carb/levo ER 50-200 mg at bedtime as an intervention to resolve the falling. It was noted that with battery replacement, bad speech and shuffling were resolved. It was noted that when the battery gets down in the 2.7 range, the patient starts shuffling their feet more and speech gets bad and is hard to understand. This happens so far each time the battery starts to fail at 2.7

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for parkinson's dual and movement disorders. It was reported that patient has fallen numerous times and their shuffling got so bad that patient started falling a lot. It was stated that the patient's speech had gotten so worse since 2018 about two months ago. It was stated that patient started noticing these symptoms when the ins battery started to deplete about two months ago. It was also reported that patient had two knee surgeries, and patient broke their right knee cap as a result of a fall the year before last. Orthopedic surgeon told patient that it would be catastrophic if they fell again. It was noted that patient was working with the doctor regarding replacement of their current ins. Patient voltage is at 2.7 and was coming up for replacement of their ins but insurance would not pay for replacement until patient is at 2.5. No further patient complications were reported/ anticipated as a result of this event.